Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor xl retrieval balloon was used in an ercp procedure on (B)(6), 2010. (Patient age, gender, weight and identifier are unknown) according to the complaint, during preparation for the procedure the balloon was pretested and would not inflate. Additional information received from the complainant stated there was no damaged noted on the balloon. On (B)(6), 2010 the preliminary investigation of the returned balloon revealed that the balloon had burst, which is not consistent with the additional information stating there was no damage to the balloon. The procedure was completed with another extractor xl retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was burst near the distal bond. Both the distal and proximal bond were within specifications and no other defects were noted. The defect occurred during preparation, therefore the root cause of the complaint is handling damage. A similar complaint trend review revealed no similar complaints, meanwhile the DHR review confirms that this device met all material, assemble and performance specifications.